Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history record could not be evaluated as the lot number is unknown. Probable cause could be at the perforation station of the primary packaging machine, the production technician could have detected package overcut on a strip and adjusted the air pressure to try to balance the cutting pressure which unknowingly could have resulted package poor perforation at the other strip. The production technician had also overlooked to inspect all the strips after adjustment was made and perform backtracking on produced parts. There are 16 blades and it is all controlled by 1 air regulator. The following actions had been taken: conducted training to the production technician to do backtracking and check all the strips when there is any adjustment made and any defect detected at in process inspection on 01 jul 2019. Improved on the perforation station to have 1 air regulator control 4 blades only for better balancing on 17 jun 2019. H3 other text : see section h.10.

Event description:
It has been reported that the needle blunt 18g 1-1/2in tw has been found experiencing 10 occurrences of packaging issues before use. The following has been provided by the initial reporter: 1/10 of the product has issues with perforations that don't work, it causes the wrapping to tear so the product isn't sterile. Customer considering changing if problem not solved. No lot number available or sample.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the needle blunt 18g 1-1/2in tw has been found experiencing 10 occurrences of packaging issues before use. The following has been provided by the initial reporter: 1/10 of the product has issues with perforations that don't work, it causes the wrapping to tear so the product isn't sterile. Customer considering changing if problem not solved. No lot number available or sample.